Manufacturer narrative:
Additional procode: hxx, kwq. Reporter is a synthes employee. Visual inspection: the complaint device sddrive screwdriver shaft t8 105mm (product code: 314.467, lot number: h055316) was returned to customer quality (cq) west chester for investigation. The screwdriver tip was stripped. The device had deformed, discolored and started to corrode. According to procedure, these issues are identified as end of life indicators for the device. Device/defect identified: yes. Document /specification review: the current version of drawing for the device was reviewed as the manufacturing date was not available. Screwdriver shaft. Dimensional inspection: this was not performed as the defects identified are consistent with failure associated with use of the device. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the item had been worn due to usage and according to procedure no further investigation is needed on the device as this is end life for the extraction screw. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, after inspection of the back up instruments, these were set aside for complaints. No patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 6 of 7 for complaint (B)(4).